Event description:
An external visual inspection was performed and failed due to a defective usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not charging, even with a good known battery. Functional tests were not performed due to the receiver not communication with the functional tester.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver not charging. A receiver boot test was performed and passed. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not communicating with global. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).